Event description:
N/a.

Manufacturer narrative:
The getinge field safety engineer (fse) replaced pim, functional testing done during (B)(4) demand pm. Please see that service order for all checklists. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The pim part was received with a reported unit failure message of pim leak during pm testing. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of pim leak tests with result of leak diff prs. -44mmhg, the factory specification is +-10mmhg. Pim failed testing. Retaining pim in the fat dept. As per processor 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test.